Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed. Inappropriate therapy was noted. Lead was explanted and replaced when repositioning was unsuccessful.